Event description:
It was reported that the cuff leaked after placement. One report showed high cuff pressure. The tracheostomy cuff balloon burst, so an emergency exchange was done using a distal xlt #6 shiley after the procedure. The event happened in the hospital and was handled by a healthcare professional. Medical intervention was needed, including a trach exchange and a follow-up chest x-ray. There was no death or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.